Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10: concomitants: (B)(6) 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t.

Event description:
Additional information received from legal on 27-dec-2023. Legal case ¿ USA (mdl no. 3044). It was reported that approximately 143 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available. Original description summary. Legal case-USA. Patient ID: (B)(6). This patient is verified right knee on (B)(6)2012 at (B)(6). He had right knee revision on (B)(6)2023 with dr. (B)(6). No device return anticipated due to this being a legal case. Ebi initial surgery unable to be found. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. Product information: 02-012-35-3009 logic tibia ps mod insrt sz 3 9mm (B)(6). Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k033883 UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 143 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.